Event description:
It was reported that pump screen was frozen. There was no reported impact to the customer¿s blood glucose level. The customer reverted to manual insulin injections for backup insulin therapy.